Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Explanting physician reported right side painful capsular contracture baker grade IV and "minimal adjacent liquid'. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, deformation and white particle in the shell . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Explanting physician reported right side painful capsular contracture baker grade IV and "minimal adyacent liquid'. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, g1.

Event description:
Explanting physician reported right side painful capsular contracture baker grade IV and "minimal adyacent liquid'. The device has been explanted.